Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08101. It was reported, the patient is not receiving effective stimulation and has uncomfortable stimulation in the midback. Reprogramming was attempted to no avail. Diagnostic testing revealed invalid impedance on multiple lead contacts. X-rays were taken and confirmed the leads have migrated. A physician consult will be the next course of action

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08101. Follow-up identified surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08101. Further follow-up revealed a lead fracture was identified by x-ray imaging. As such, surgical intervention was undertaken wherein the entire system was explanted.